Manufacturer narrative:
Device discarded by user.

Event description:
It was reported that following a surgical procedure at the user facility, the barcode tag of the sponge was not attached to the sponge and could not be located. It is unknown if the sponge originally had a barcode tag or if it was a type that would not have possessed a tag. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.